Event description:
This report is to advise of an event observed during analysis confirming exposed wires of the power extension cable. The patient electronics device was replaced and there were no adverse consequences reported by the patient.